Event description:
The customer reported that while the unit was in use on a pt, the unit operated with a low vacuum. In addition, the lens cover on the standby switch was missing. The pt was switched to another unit and therapy was continued. No pt injury was reported.